Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that after use on the patient it was observed that the small battery drive device ¿burns¿. During service and evaluation it was found that the device was generally worn out. It was noted that the device did not work, the nose was worn out, and there was a short circuit. It was also noted that the device failed pre-repair diagnostic tests for general condition, and function of the attachment coupling. This event did not occur during surgery. There was no delay in the scheduled surgical procedure. It was not reported if a spare device was available for use. There was no impact to patient. It was reported that there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.